Event description:
Information received from the field notes a ventricular lead impedance <200 ohms. Multiple measurements were taken and they were repeatedly under 200 ohms. There was noise on the egms with movement. Capture and sensing thresholds were acceptable but not excellent. The patient is not pacer dependent. Physician will replace the device.